Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation, the battery was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). In addition, the q1 current controlling transistor was thermally damaged. Root cause investigation was thermally damaged. Root cause investigation into the failure u1003 and u104 on the ca board including destructive testing is underway on devices exhibiting similar failures modes. The root cause of the damaged transistor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.